Event description:
The pt, who is diabetic, had three inflatable penile prostheses (ipp) fail in the past. So, he kept this one inflated for the past three years until it failed. The surgical operation involved removal of the ipp and replacing it with a malleable ipp.